Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the symptom "false 'upstream occlusion' alarm". Review of the event history log confirmed the symptom. It was determined that the device has a wide inscribed pin dimension, which is known to cause false "upstream occlusion" alarms. The ultrasonic sensor was replaced.

Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed "upstream occlusion". There was no patient involvement.